Event description:
The customer contacted philips healthcare to report that they were unable to perform cardioversion with this device. They ended up delivering defibrillation to the pt. The pt ultimately died. The customer has not yet reported whether the device behavior impacted the pt outcome.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.